Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a check. Upon review, the left ventricular lead had no capture. An x-ray showed that the lead was dislodged. The lead was turned off; however, the lead was explanted and replaced on (B)(6) 2019. The patient was discharged after the procedure.